Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from their left ventricular lead. It was noted that the stimulation began in the last few months. Patient presented for lead revision, the lead was removed and replaced with an epicardial lead. The procedure was completed successfully without adverse consequence to the patient. Patient was stable before, during, and after the procedure.